Event description:
It was reported that the patient experienced difficulty connecting the charger to the implantable pulse generator (ipg). It was noted that the ipg was too deep in the pocket. The patient underwent a pocket revision and ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
This report is being submitted to correct the unique identifier (UDI) # field (d4) in section d, suspect medical device. The returned implantable pulse generator was analyzed and the allegation that the patient experienced difficulty connecting the charger to the ipg has not been confirmed. Throughout both visual and functional assessments, the ipg showed typical characteristics. However, the data log indicated that the patient struggled to achieve proper alignment between the charger and the ipg after implantation because the pocket was too deep. This situation caused the ipg to enter deep hibernation mode.

Event description:
It was reported that the patient experienced difficulty connecting the charger to the implantable pulse generator (ipg). It was noted that the ipg was too deep in the pocket. The patient underwent a pocket revision and ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
The returned implantable pulse generator was analyzed and the allegation that the patient experienced difficulty connecting the charger to the ipg has not been confirmed. Throughout both visual and functional assessments, the ipg showed typical characteristics. However, the data log indicated that the patient struggled to achieve proper alignment between the charger and the ipg after implantation because the pocket was too deep. This situation caused the ipg to enter deep hibernation mode.

Event description:
It was reported that the patient experienced difficulty connecting the charger to the implantable pulse generator (ipg). It was noted that the ipg was too deep in the pocket. The patient underwent a pocket revision and ipg replacement procedure. The patient was doing well postoperatively.